Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "ventilator service required' related to a ventilator's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation. The manufacturer visually inspected the trilogy evo system pca for visual defects and found physical damage to the pca, the j31 connector was bent and the port on the mt5 pressure sensor was broken off. The investigation findings did not uncover any details that would change or modify the risk of the device. Section h9 updated in this report.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously reported the allegation that the ventilator was returned for service. There was no harm or injury reported. The manufacturer visually inspected the trilogy evo system pca for visual defects and found physical damage to the pca, the j31 connector was bent and the port on the mt5 pressure sensor was broken off. The investigation findings did not uncover any details that would change or modify the risk of the device.